Event description:
Boston scientific received information that the rv lead along with the pacemaker exhibited low out of range pacing impedance of 150 ohms and loss of capture. It was noted that there was no asystole observed and the impedance measurement had decreased approximately 200 ohms over the last year. The rv lead was surgically abandoned and the device remained in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.